Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that a thick flap was created in the right eye of a patient. Post lasik, flap measured one hundred and fifty five microns for a planned flap of one thirty microns. There is no patient impact reported. There are multiple related reports for this facility. This report addresses patient (34948), right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that a thick flap was created in the right eye of a patient. When measuring with optical coherence tomography (oct) post lasik, flap measured one hundred and fifty five microns for a planned flap of one thirty microns. There is no patient impact and no medical or surgical intervention reported. There are multiple related reports for this facility. This report addresses patient ((B)(6)), right eye and additional manufacturer reports will be filed for the other patients.